Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. Photograph provided shows that the locking screw did not fit through the bore of the femoral component. DHR was reviewed and no discrepancies were found. Investigation results concluded that the reported event was attributed to a manufacturing deficiency as the product feature was not machined per print; the complaint is being reviewed through the CAPA process. A summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). (B)(4). Concomitant medical products: oss rs 7 cm mod seg fmrl; p/n: 161011, l/n: 665670, diah seg lock screw set; p/n: 150481, l/n: 583850. Customer has indicated that the product will not be returned to zimmer biomet for investigation, due to it remains implanted. The investigation is in process and once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2018 - 11237, 0001825034 - 2018 - 11238. Remains implanted.

Event description:
It was reported that the patient underwent an initial total knee arthroplasty. During the procedure, the locking screw would not insert into the femoral component. Subsequently, the device was implanted without the locking screw. No additional patient consequences were reported.